Event description:
It was reported that ongoing cartridge alarms occurred during insulin delivery. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction bolus with the pump was delivered and a site change was performed to address the elevated bg level, and there was no need for third-party assistance. The pump was replaced to resolve the issue, and the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available, if necessary, until the replacement arrives.